Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that he experienced hypoglycemia. The customer's blood glucose level was 54 mg/dl at the time. The customer was assisted in troubleshooting for low blood glucose; however, he declined. The customer reported that he had to suspend the insulin pump. The customer also reported that he received bolus not delivered message many times. The insulin pump will not be returned for analysis.